Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-12. H6: investigation summary one open 31g x 5mm pen needle sample was returned from lot. No. 0203729, cat. No. 320794. Visual examination was carried out on returned sample and delamination of the teardrop label was observed. A functionality test was carried out on the returned sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The delamination of tear drop label occurred due to sealing process malfunction.

Event description:
It was reported that an unspecified number of pen needle 31g x 5mm tw benelux pk were difficult to operate during use. The following was reported by the initial reporter: "information given from pharmacy: "the customer says that in each package there are many pen needles that you can not get out of the holster. The customer had a needle to show me, and I see it myself. The needle is completely stuck inside the holster, and you must use a tool to get it out." Comment: I did not receive any information about serial/lot-number at this time, but I will get some of the products in hand during next week and will ship it directly to you then. Please provide me with further information where to ship samples of the affected product."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen needle 31g x 5mm tw benelux pk were difficult to operate during use. The following was reported by the initial reporter: "information given from pharmacy: "the customer says that in each package there are many pen needles that you can not get out of the holster. The customer had a needle to show me, and I see it myself. The needle is completely stuck inside the holster, and you must use a tool to get it out." Comment: I did not receive any information about serial/lot-number at this time, but I will get some of the products in hand during next week and will ship it directly to you then. Please provide me with further information where to ship samples of the affected product."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that an unspecified number of pen needle 31g x 5mm tw benelux pk were difficult to operate during use. The following was reported by the initial reporter: "information given from pharmacy: "the customer says that in each package there are many pen needles that you can not get out of the holster. The customer had a needle to show me, and I see it myself. The needle is completely stuck inside the holster, and you must use a tool to get it out." Comment: I did not receive any information about serial/lot-number at this time, but I will get some of the products in hand during next week and will ship it directly to you then. Please provide me with further information where to ship samples of the affected product."